Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was battery burning and brown fluid.

Manufacturer narrative:
Alleged failure: burning battery - brown fluid the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was battery burning and brown fluid.